Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer declined to troubleshoot for this issue. Customer's blood glucose level was 230 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding if back-up therapy was obtained, but no response was received.